Event description:
It was reported that one of the wires for hoffman lrf broke while tensioning.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.